Event description:
It was reported by service report that the recliner would not support patient's weight.

Manufacturer narrative:
Follow up being submitted as it was determined during the investigation that the only damage to the frame was on the backrest and the backrest would lean back; however, it would support weight. This issue is addressed by the following rationale: it was reported that the backrest would lean back with weight applied due to the frame being damaged. This will result in caregiver annoyance as the backrest would still support weight and the caregiver could assist the patient if necessary. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to a serious injury or death, if it were to recur. Therefore, this issue is not reportable.

Event description:
It was reported by service report that the recliner would not support patient weight.